Event description:
The initial reporter stated that the pump was not running. They stated that they were attempting to infuse their tpn, but that it was not moving in the tubing. They stated that the pump sounds like "the motor wants to run, but it's not" and that there were no alarms or error codes when this occurred. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. Complaint- (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmdg.